Event description:
A patient received a dosi-fuser 150 2-day pump, which delivered its medication over a 24 hour period. The patient was brought to emergency services and admitted for a drug reaction. Colon cancer patient who was receiving fluorouracil infusion pump was found disoriented on the floor of her home. At the hospital, she was also found to have EKG changes. She went for cardiac catheterization which showed normal findings. CT and MRI of the head did not show any acute changes. Per the patient's husband, the ambulatory infusion pump which should be finished later in the afternoon, was completed early morning of (B)(6) 2011. This was the patient's fifth cycle of folfox. Cardiologist, neurologist, and oncologist believe that there may have been fluorouracil-induced and cerebral toxicity.